Event description:
It was reported that the patient presented to the emergency room due to an unrelated reason. An interrogation was performed per protocol, and it was discovered that implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. Programming changes were performed. The patient was in stable condition.